Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014; inratio inr: 1.2 and 2.8. Therapeutic range: unknown. The time between testing was within five (5) minutes. Reportedly, the customer was using microsafe capillary tubes during sample collection and application. Additionally, multiple finger sticks were performed on the same finger. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer reported a precision issue during testing on their inratio meter. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house retain testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Additionally, the customer used microsafe tubes during sample collection and sample application. The use of microsafe tubes has not been validated for the use on the inratio system and is considered off-label use. The customer's off-label use may have contributed to the unexpected results. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursed at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.